Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support, who guided them through the process. Following the pump reset, the caller confirmed that the cgm error code did not reappear, and they successfully started their sensor session.